Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during lead revision, this right ventricular (rv) lead and competitor device exhibited high pacing lead impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed that using alligator clips directly on the lead could cause the observation. Additional information indicated that saline was used inside the competitor device header and the rv lead went in successfully. Appropriate function was observed thereafter. The rv lead remains in service. No adverse patient effects were reported.